Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: the keypad cover was undamaged and all keypad buttons were responsive to button presses. The keypad cover was opened and no defects were found to the button contacts. Visual inspection did not find any moisture in the battery compartment. The casing was opened and no internal moisture was found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked and leak testing revealed a battery compartment leak; the bolus button cover was ton but the button remained functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter stated that the keypad buttons were unresponsive after the patient had taken a bath. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.